Event description:
A malfunction alarm was reported by the customer on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.